Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a biohazard bag and a shipping box. The rebar 18 catheter was not returned with the stent. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damages were noted. The stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and no defects were found on the marker coil. No bends were noted on the pushwire, and no other anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an acute cerebral infarction thrombectomy procedure to treat an ischemic stroke at the t bifurcation of the terminal left internal carotid artery, resistance was encountered in the middle section of the rebar18 microcatheter while attempting to deliver a solitaire fr 6x30 stent. Despite multiple attempts, the stent could not be advanced to the distal end of the microcatheter. The surgeon considered the possibility of a quality issue with the stent. The stent was replaced with another solitaire fr 6 x 30, which was successfully delivered to the lesion site, deployed, and used to complete the thrombectomy. The patient exhibited no abnormalities, and the procedure concluded successfully. Baseline mrs: 3. Procedure mrs: 3. Basline nihss: 18. Post procedure nihss: 3. Baseline tici score: 0. Post procedure: tici score 3. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a continuous saline flush was administered and maintained as indicated in the IFU.